Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump had blank display. The customer blood glucose level was up to 516 mg/dl at the time of incident. Customer also stated that they inserted new battery into the insulin pump display did not return. Troubleshooting was performed high blood glucose level. The product will be returned for analysis.